Event description:
It was reported that during service and repair/pre-testing, it was observed that motor device had water coming out of the top of the motor. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device it was observed that water was coming out the front end of the device. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to submersion of the device in liquid during cleaning, which was failure to follow the directions for use. This was further defined misuse, abuse and/or possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.